Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
The customer opened a pack of the cfd-13005 and noticed that one of the 5 packs was not sealed completely. This was not used during surgery so there was no need to use a back up device. This was found prior to surgery.